Event description:
It was reported to medtronic minimed that the customer experienced a stuck button alarm, fluid in the battery compartment, and an unresponsive keypad on the insulin pump. The customer reported no adverse event. The event involved product mmt-1884l, mmt-7040a, mmt-378a and mmt-332a. Troubleshooting was performed, and the customer was advised that the insulin pump would be replaced, instructed to revert to a backup plan per healthcare professional instructions, and to place the insulin pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested, and the customer's response was that the device will be returned. No product return is required for mmt-7040a, mmt-378a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self-test. All buttons function properly. Unit successfully downloaded to thump. No stuck button error alarms noted during testing or in pump downloaded history. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. Found moisture damage to keypad traces, motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay and cracked case corner of the belt clip rails.keypad/buttons functioned properly during analysis and passed all required testing. No stuck button alarm noted. Confirmed moisture damage to keypad traces, motor assembly, pcb1 board and pcb 2 board.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.